Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. Wear and tear damage to the front cover, the top pot on the printed circuit board (pcb) was missing and liquid crystal display (lcd)was not working. The reported issue is not duplicated. The lcd was blank and the top pot on the pcb was broken off; however, the other components worked properly. The root cause of the reported issue was found to be a damaged pcb. The technician replaced the pcb. The technician performed preventative maintenance (pm), device passed functional and delivery tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device was completely dead. No patient injury reported.